Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The physician had contacted the local representative to report that this patient had some redness and swelling at the xyphoid incision. The physician expressed concern that the swelling may be due to an infection. The patient was started on antibiotics and laboratory results were pending. The physician plans to re-evaluate the site the next day. Laboratory results confirmed the presence of (B)(6). The fcr inquired about the availability of a port plug for the device. The physician plans to explant the entire system with the pocket site is infected. If just the xyphoid incision site is infected, the electrode will be explanted; however, the device will remain implanted. The local representative was informed that the use of an is-1 port plug would be considered off-labelled use. Boston scientific received additional information from the local representative. The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. The surgery consisted of making an incision over the affected area and a methodical cut-down was performed. Just below the skin surface, an absorbable suture was found that had not reabsorbed. The remaining suture was removed and sent to the lab for culture. The wound was flushed and a dressing was applied to the incision. The physician felt that the infection was well above the layer where the lead was implanted and therefore, decided against explanting the lead at that time. The entire s-ICD system remains implanted at this time. On may 3, 2017, the local representative was notified that there were no further issues related to this patient's prior infection.